Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was approached transurethrally and placed in the renal pelvis and ureter. The resonance metallic ureteral stent (rms-0600xx) placed at (B)(6) hospital became difficult to remove. (Placement size, date of placement, date of event, etc. Are unknown.) The patient underwent eswl (extracorporeal shock wave) once and ureteroscopic observation twice at (B)(6) hospital, where the stent was implanted, but was transferred to (B)(6) hospital because of failure to remove the stent. Currently, a polymer ureteral stent is being placed in parallel with the resonance metallic ureteral stent to ensure urinary drainage. The physician is scheduled to attempt removal by percutaneous approach on september 9 (mon.). 10sep2024 obtained additional information: around (B)(6) 2023, resonances were implanted bilaterally at (B)(6) hospital. The patient had iatrogenic ureteral stenosis after a gynecological cancer resection. Around (B)(6) 2024, when an exchange surgery was performed at (B)(6) hospital, the right ureter was replaced, but the resonance in the left ureter became difficult to remove. On (B)(6) 2024, the patient was placed in a prone position with legs apart, and the resonance stent was removed by simultaneous percutaneous and transurethral approaches. The physician attempted to pull it transurethrally, but it still could not be removed. So he placed a 24fr amplatz sheath percutaneously via the middle calyx approach, inserted a nephroscope, and found the resonance in the renal pelvis. About 5mm tip of the pigtail had strayed into the submucosa near the entrance to the mid renal capsule, and a ho:yag laser (5j x 5hz) was used to remove the stray portion while incising the mucosa. When it had been peeled off to a certain extent, the pigtail on the bladder side was pulled out to the external urethral orifice, and while continuing the laser incision while traction was being performed transurethrally, the stent was severed. Since the severed part was located in the lower ureter, it is unlikely that it was caused by the laser incision. Therefore, we stopped traction transurethrally and only performed an incision on the kidney side. As the tip of the pigtail became visible, forceps were used to pull it out, but it could not be removed. Further observation inside the renal pelvis confirmed that the coil in the pigtail, located between the renal pelvis and the upj, had become infiltrated with mucosa. Pediatric laparoscopic surgery scissors were passed through the forceps channel of the nephroscope to peel off the infiltrated mucosa and stent. After peeling was completed, the resonance was pulled percutaneously and removed. After removal, a renal pelvic balloon 20fr, 6fr dj stent was placed to complete the procedure. The physician was able to understand that the tip of the pigtail had become submucosal, but the reason for mucosal infiltration of the coil from the renal pelvis to the upj is unclear. One possibility is that the coil may have passed under the mucosa when it was placed, but it is also possible that the mucosa infiltrated into the coil after it was placed. He would like to know whether there are any reported cases, both in japan and globally, where the mucosa has infiltrated into the coil, making it difficult to remove. This file will capture x01 case of off label intrinsic use of rms in the right ureter.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.